Manufacturer narrative:
Qn#(B)(4). Device evaluation: the reported complaint of the distal basket tip separated from the basket was confirmed. The customer returned one 5 fr ptd catheter assembly. The assembly was returned with the basket deployed from the sheath and part of tip was missing from the basket assembly. Visual examination revealed that the black tip broke near the base of the distal connector and approximately 2.0 mm of tip material remained attached to the connector. Microscopic examination revealed that the broken end of the tip material appeared jagged and rough from being torn apart. Microscopic examination also revealed that the distal end of the connector was also visible at the tip break. No other defects or damage were observed with the catheter or the basket. Functional testing was performed with the returned assembly and a lab inventory rotator. The basket was retracted and deployed and rotated as expected. The IFU for this product provides instructions in the event the black flexible basket tip "folds over" itself and while in use, states that the exposed portion of the catheter is to be kept straight at all times to aid in successful basket deployment. It warns the user that the rotating basket is to be withdrawn in the deployed position prior to reaching the sheath at a recommended other remarks: rate of 1-2cm/second when sharp radii is encountered and that the catheter is not to be advanced forward during activation. It also warns that potential fatigue failure of the ptd cable and fragmentation basket may occur with prolonged activation of the ptd device. The IFU also provides various warnings and precautions for the user to reevaluate treatment or to consider alternative treatments if there is a presence of venous outflow stenosis greater than 10cm long, untreatable conditions or large pseudoaneurysm. A device history record review was performed and did not reveal any manufacturing related issues. The manufacturing process has not been shown as a cause and the samples have met the tensile specification. Therefore, the cause of this complaint is undetermined. An increase in the occurrence rate for ptd tip separation complaints has resulted in further investigation of this complaint issue.

Manufacturer narrative:
(B)(4)

Event description:
It was reported the physician inserted the catheter into the patient and began the rotation with the driver. The patient complained of discomfort. As a result, the physician removed the device and found the rubber tip at the end of the catheter broke off.